Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was a crack near the funnel of the foley catheter, causing water to leak and making it unusable.

Manufacturer narrative:
The reported event is unconfirmed. Received (4) photo samples. The first photo was a top view of the three-way catheter. The second photo was a zoomed in view of the trifurcation site w an arrow pointing to where the leak was found. The third photo was of the inflation valve with the batch # ngjt1815. The last photo was of the tray labeling with the batch myjy4511. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjr2162. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. Flushed water through drainage lumen; water passed properly through the eyelets. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was a crack near the funnel of the foley catheter, causing water to leak and making it unusable.